Manufacturer narrative:
Pump received with blank display with cracked and bleeding lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 110 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.